Event description:
It was reported that during the scheduled changeout of the previously implanted implantable cardioverter defibrillator (ICD), this right ventricular (rv) lead was not able to be completely inserted into the header of the new cardiac resynchronization therapy defibrillator (crt-d). This rv lead was capped and surgically abandoned. Due to this situation, the patient was sedated for far longer than usual. A new rv lead was implanted instead and the changeout procedure was successfully completed. No additional adverse patient effects were reported.

Event description:
It was reported that during the scheduled changeout of the previously implanted implantable cardioverter defibrillator (ICD), this right ventricular (rv) lead was not able to be completely inserted into the header of the new cardiac resynchronization therapy defibrillator (crt-d). This rv lead was capped and surgically abandoned. Due to this situation, the patient was sedated for far longer than usual. A new rv lead was implanted instead and the changeout procedure was successfully completed. No additional adverse patient effects were reported. At a later date, additional information was received indicating a high impedance was measured at the distal coil when this rv lead was inserted into the header of the new crt-d.